Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed and showed message "failed to stay close". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer cables had seating issue. A field service engineer reseated cables on matrix drawer 1 and turned off power management on machine. Fse tested without any issue in diagnostic and customer was able to recover drawer. The system functioned as intended after the field service engineer repaired the device.